Event description:
It was reported that (1) device was used during a pneumonectomy. It was reported by the rep that during the procedure the surgeon fired a tl60 stapler and experienced staple malformation. Some of the staples formed satisfactorily and some did not. A 2nd tl60 stapler was used to complete the case. There was no pt consequence.